Event description:
It was reported that the acute right atrial (ra) lead was exhibiting high impedance. A setscrew issue with the implantable pulse generator (ipg) was suspected. The lead was programmed off until a revision could be completed as the patient was recovering from heart valve surgery. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).